Event description:
Procedure type: lobectomy. According to the reporter: reported as cartridge opened, placed on tissue, tried to fire and no staples at all in the cartridge. Opened another reload and it worked, so there was no problem with the gun. There were no staples within the new cartridge which was opened gender. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4).